Event description:
A report was received alleging that when removing the device from use, a portion of the cannula broke off and remained under the user's skin. The report states that the site became inflamed and the pts husband who is a surgeon removed the fragment from beneath her skin. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.